Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, the screen displayed a "pacer fault 116" message upon device power-up. In addition, the device displayed a "defib fault 72" message when the device was switched to defib mode. The complainant also reported that the device would not operate in battery mode, and that the screen displayed a "battery high voltage" message. The complainant indicated that there was no patient involvement in the reported malfunction.